Event description:
An issue was reported where the caller needed assistance updating the time on their device. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in blood glucose levels above 500 mg/dl or below 54 mg/dl. The customer was assisted by technical support in updating the pump time and was advised to monitor for recurrence of any time discrepancy greater than five minutes, which the caller understood and acknowledged.